Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from the user and the results of investigation, omsc surmised there was the possibility this phenomenon was attributed to the temporary liquid adhering to the connector pins and it might have made the communication failure with the following causes; -from the fact that the image of the subject device had been disappeared, it might have occurred that the video data was interrupted while the camera head was being detected. -it was found that liquid had adhered to the connector part from the visual inspection. -since the reported phenomenon could not duplicate, the malfunction might have been a temporary occurrence. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated with connecting the ch-s200-xz-ea which was used when the issue had occurred and there was no abnormality on the exterior. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared temporarily with combination use of the camera head (ch-s200-xz-ea) during the thoracoscopic pneumonectomy procedure. The subject device was recovered when the user checked and adjusted the connector and sdi terminal. The intended procedure was completed the using same set of devices. There was no patient injury associated with this report.